Event description:
On (B)(6) 2022 pt underwent needle localized lumpectomy, right, biozorb placement and sentinel lymph node biopsy, right. On (B)(6) 2022 swelling in axilla noted; (B)(6) 2022 office visit. Pt with bruising to breast and axilla area with pinkness on the anterior aspect. On (B)(6) 2022 swelling has gone down axilla still pink, but not warm to touch. On (B)(6) 2022 seen by oncology dose have erythema and mild induration of the axillary incision. Ready for radiotherapy planning.